Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement and displacement test. Insulin pump received power error detected and unexpected battery power loss due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.